Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that follow up CT approximately 3 years later showed a type ia endoleak. As per the physician, the cause of the event is due to neck dilation caused by disease progression. It was reported that an endurant ii cuff and endoanchors were implanted in the patient and the endoleak is now resolved no additional clinical sequelae were reported, and the patient is fine.